Event description:
On 22th february, 2021 getinge became aware of an issue with one of devices - single flat screen holder. The spring arm cover cracked, leading to missing particles, what was confirmed by a photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The purpose of this submission is solely to provide a correction of h4 manufacture date. This is based on the internal evaluation. Previous h4 manufacture date 11/25/2011. Corrected h4 manufacture date 11/25/2016.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of devices - single flat screen holder. The spring arm cover cracked, leading to missing particles, what was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the device has been repaired by replacement of the faulty spring arm cover. It was established that when the event occurred, the device did not meet its specification as the spring arm cover was cracked, leading to missing particles, what could be treated as a technical deficiency and it contributed to the event. It is unknown if the device was being used for patient treatment when the issue occurred. As stated by the subject matter expert at the manufacturing site, the cause is probably a mechanical shock. The instruction for use (IFU 01821 rev. 11, page 24) mentions that the use of a damaged product is considered inappropriate use. To prevent any incident the instruction for use (IFU 01821 rev. 11, page 27) mentions "warning! Risk of injury/infection, the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device" moreover, the instruction for use (IFU 01821 rev. 11, pages 33-35) mentions to perform daily visual and functional inspections: check that the spring arm covers are in the proper position and in good condition. Check that the device has not suffered any impact damage. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.